Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he experienced sensor reading discrepancies. Customer stated that in the morning, the sensor was reading 83 mg/dl but his blood glucose was 398 mg/dl and later sg was 157 mg/dl and blood glucose had increased to 404 mg/dl. The customer treated with the insulin pump and last reading was 343 mg/dl.